Event description:
All suture taks failed due to fiberwire suture floating free of suture eyelet after tied in tissue. Implants were fully seated (intact) and not removed from the pt. Three additional implants were used to complete the slap repair. Surgery was delayed 1 hour. No adverse consequences were reported with the pt due to event. This device is used for treatment.